Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the reload was connected to the handle to resect the gastric corpus during a laparoscopy-assisted distal gastrectomy, the firing stopped when advancing for about 5mm. The firing button was pressed again but the knife did not advance. It was stated that when advancing with the reload in order to make a space, the doctor expanded the first staple line. The staples were deployed with one side of the staple line twisted and was possible that jaws were closed in a state that the stomach on the back side was tucked up and stacked. The procedure was completed with another device. There was no patient injury.